Event description:
The reporter stated that the device had a broken syringe clamp. There was no patient injury or treatment associated with this event. Upon evaluation it was discovered that the size potentiometer was not working correctly.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. The device was missing the syringe clamp completely which was replaced. During the evaluation the size potentiometer was replaced, because it could not be calibrated. This is being monitored for trends.